Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) over concerns about their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead exhibited a recent decline in r-wave measurement/diminished sensing. Follow-up was completed with the patients clinic and the healthcare professional (hcp) at the account was able to verify that the patient was seen in-office approximately one week after presenting to the ed. No programming changes have been completed. The lead remains in use. No patient complications have been reported as a result of this event.